Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that device entrapment occurred, and stent migrated. The 90% stenosed target lesion was located in the non-tortuous and mildly calcified brachial vein. A 6x24x75 wallstent? Rp endoprosthesis was selected for use. Post deployment, plain old balloon angioplasty (poba) was performed with a non-boston scientific balloon catheter. Upon removal, the balloon became caught on the wallstent. Consequently, the stent migrated. The procedure was completed with another of the same device. There were no patient complications as a result of this event.